Manufacturer narrative:
The investigation is ongoing. Device will not be returned.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transapical transcatheter aortic valve replacement (tavr) in the native aortic position, access was obtained through thoracotomy and a 26 mm sapien 3 valve was deployed as intended. Post valve deployment, the patient's blood pressure decreased. An echo transthoracic echocardiography (tte) showed no pericardial effusion. Fluids were given. The patient remained stable and transferred for post management care. Immediately after the patient was transferred, the blood pressure decreased again. An echo (tte) revealed gradual accumulation of pericardial fluid. The patient had annular calcification and left ventricular outflow tract (lovt) calcification, aortic root rupture was suspected, and median sternotomy was performed. The patient's chest was opened, gradual bleeding from the puncture site was observed. A fibrin sealant patch was applied with compression hemostasis. The procedure was completed. The patient recovered and was discharged to a rehabilitation hospital. It is unclear the total volume of blood or if a transfusion was required. The patient required a longer recovery time due the chest being re-opened for median sternotomy and physical strength decreased compared to the one before the surgery. The patient's aortic annulus measured 493.3mm2, sinotubular junction (stj) measured 33.6mm with moderate to severe aortic valve calcification and moderate aortic root and lvot calcification and moderate to severe septal hypertrophy.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information that was obtained. The following sections of this report have been updated: section b5 (describe event or problem), h6 (type of investiation and investigation conclusions), and h10 (provide narrative/data). Per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access, and stabilization of the site are also provided in the training. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), ventricular perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (moderate to severe aortic valve calcification and moderate aortic root and lvot calcification and moderate to severe septal hypertrophy) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Updated information: the bleeding site was the left ventricular apex and was 'oozing' blood. The cause of bleeding was due to inadequate hemostasis at the suture site.